Event description:
Customer called to report a pod that had resistance when filling as well as a clicking noise. Customer wore pod. His bg reading went to 297. At 8:22, he deactivated pod while on phone with customer support, new pod filled normally. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.